Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose(bg) level of 41 mg/dl. Reportedly, the customer's basal rate, carb ratio and correction factor in the evening required adjustments. Customer did not address low bg because basal iq function stopped basal rates until bg level was "normal." Healthcare provider made adjustments to customer's settings to address low bg.